Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a farapulse pulmonary vein isolation procedure to treat persistent atrial fibrillation, a boston scientific starter guidewire became stuck in a farawave nav catheter when approaching the right inferior pulmonary vein to apply treatment. The catheter configuration was changed from basket to flower, but the issue persisted. Finally, the catheter was fully undeployed, and both the guidewire and catheter were removed from the patient. The guidewire remained stuck in the catheter following removal. The catheter and guidewire were replaced with similar devices, and the procedure was completed. No patient complications were reported.